Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation (af). The right atrial (ra) lead exhibited lead position check failure, low p-waves, undersensing and non capture. The right ventricular (rv) lead exhibited high rate episodes and irregular r-r intervals. The ra lead was reprogrammed off. The rv lead remains in use. No patient complications have been reported as a result of this event.